Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, a partial lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable.